Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6), inratio: 4.5. Date: (B)(6), lab: 8.0. Time between tests: about an hour. Therapeutic range: 2.5-3.0. Patient self tester stated that he had blood in his stool for two days, so he went to the hospital. At the hospital he was given a vitamin k injection and a total of 2 units of blood with one unit of plasma.

Manufacturer narrative:
Investigation pending.